Event description:
It was reported that the patient had a surgery, and it was unknown if it was device related. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.